Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 3889-28, lot# va093z8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported she was having problems with the implant because she was not feeling stimulation and she could not increase stimulation. It was noted that therapy was not on. Therapy was turned on and the situation resolved. Patient services assisted the patient with using the patient programmer and she was on program 1 at 3.1v and the implant was off. She did not know therapy was off and may have accidentally turned it off a week prior to the report. Patient services also assisted with turning the implant on. It was noted that the implant moved and the wire was 'way down by the crack of bottom' and stim was too strong. The patient adjusted from 3.1v to 3.0v and she could feel stimulation. The patient was indicated for urinary dysfunction / sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided. If additional information is received, a follow up report will be sent.